Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
The patient contacted animas alleging that the pump was intermittently not responding to pressing of the down arrow button. The patient denied that the keypad was peeling although he claimed that the ok button was worn. The pt admitted that the pump occasionally gets wet.